Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') and cerebrovascular accident ('neurological conditions or problems type: stroke') in an adult female patient who had essure (batch no. 958704) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg - 1 side was occluded - 1 side was not". The patient's medical history included asthma and gastrooesophageal reflux disease. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pain") and abdominal pain upper ("stomach pain"). In (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding),abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhoea(cramping)") and migraine ("migraine"). In (B)(6) 2014, the patient experienced menstruation irregular ("hormonal changes,hormonal changes describe: irregular periods") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: note sure,"). In (B)(6) 2015, the patient experienced alopecia ("hair loss") and fatigue ("fatigue"). In (B)(6) 2018, the patient experienced seizure ("seizures") and cerebrovascular accident (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), cerebral thrombosis ("blood clot to the brain"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary probs"), headache ("headaches"), nausea ("nausea"), cystitis ("infection (bladder/urinary tract/vaginal) type: note sure,") and abdominal pain lower ("abdominal pain lower"). The patient was treated with surgery (dilation and curettage). Essure treatment was not changed. At the time of the report, the genital haemorrhage, cerebral thrombosis, seizure, dysmenorrhoea, menorrhagia, vaginal infection, vaginal discharge, urinary tract disorder, alopecia, fatigue, menstruation irregular, headache, migraine, nausea, weight increased, vaginal haemorrhage, urinary tract infection, cystitis, cerebrovascular accident, pelvic pain, abdominal pain upper and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, cerebral thrombosis, cerebrovascular accident, cystitis, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, seizure, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain: dysmenorrhea. Bleeding: menorrhagia, bladder/urinary problem: vaginal. Infection, vaginal discharge, urinary problems. Discrepancy noted: date(s) of insertion: (B)(6) 2012, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Imaging procedure - in (B)(6) 2012: do not recall type of test. Results: other some dye leaking.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)'), cerebral thrombosis ('blood clot to the brain'), seizure ('seizures') and cerebrovascular accident ('neurological conditions or problems type: stroke') in an adult female patient who had essure (batch no. 958704) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and gastrooesophageal reflux disease. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), cerebral thrombosis (seriousness criterion medically significant), seizure (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhoea(cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding),abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary probs"), alopecia ("hair loss"), fatigue ("fatigue"), menstruation irregular ("hormonal changes,hormonal changes describe: irregular periods"), headache ("headaches"), migraine ("migraine"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: note sure,"), cystitis ("infection (bladder/urinary tract/vaginal) type: note sure,"), cerebrovascular accident (seriousness criterion medically significant), pelvic pain ("pain") and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (dilation and curettage). At the time of the report, the genital haemorrhage, cerebral thrombosis, seizure, dysmenorrhoea, menorrhagia, vaginal infection, vaginal discharge, urinary tract disorder, alopecia, fatigue, menstruation irregular, headache, migraine, nausea, weight increased, vaginal haemorrhage, urinary tract infection, cystitis, cerebrovascular accident, pelvic pain and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, alopecia, cerebral thrombosis, cerebrovascular accident, cystitis, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, seizure, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain: dysmenorrhea. Bleeding: menorrhagia, bladder/urinary problem: vaginal. Infection, vaginal discharge, urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Imaging procedure - on an unknown date: do not recall type of test. Results: other some dye leaking. Most recent follow-up information incorporated above includes: on 9-dec-2019: plaintiff fact sheet and mr received, new reporter, patient concomitant condition essure lot number ,expiration date, event abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: note sure, neurological conditions or problems type: stroke ,pain, seizures, surgery (other) type of surgery: dilation and curettage, stomach pain and lab data were added and event hormonal changes updated to hormonal changes describe: irregular periods a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)'), cerebral thrombosis ('blood clot to the brain'), seizure ('seizures') and cerebrovascular accident ('neurological conditions or problems type: stroke') in an adult female patient who had essure (batch no. 958704) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg - 1 side was occluded - 1 side was not". The patient's medical history included asthma and gastrooesophageal reflux disease. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pain") and abdominal pain upper ("stomach pain"). In (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding),abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhoea(cramping)") and migraine ("migraine"). In (B)(6) 2014, the patient experienced menstruation irregular ("hormonal changes,hormonal changes describe: irregular periods") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: note sure,"). In (B)(6) 2015, the patient experienced alopecia ("hair loss") and fatigue ("fatigue"). In (B)(6) 2018, the patient experienced seizure (seriousness criterion medically significant) and cerebrovascular accident (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), cerebral thrombosis (seriousness criterion medically significant), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary probs"), headache ("headaches"), nausea ("nausea"), cystitis ("infection (bladder/urinary tract/vaginal) type: note sure,") and abdominal pain lower ("abdominal pain lower"). The patient was treated with surgery (dilation and curettage). Essure treatment was not changed. At the time of the report, the genital haemorrhage, cerebral thrombosis, seizure, dysmenorrhoea, menorrhagia, vaginal infection, vaginal discharge, urinary tract disorder, alopecia, fatigue, menstruation irregular, headache, migraine, nausea, weight increased, vaginal haemorrhage, urinary tract infection, cystitis, cerebrovascular accident, pelvic pain, abdominal pain upper and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, cerebral thrombosis, cerebrovascular accident, cystitis, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, seizure, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain: dysmenorrhea. Bleeding: menorrhagia, bladder/urinary problem: vaginal. Infection, vaginal discharge, urinary problems. Discrepancy noted: date(s) of insertion: (B)(6) 2012, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Imaging procedure - in (B)(6) 2012: do not recall type of test. Results: other some dye leaking. Most recent follow-up information incorporated above includes: on 27-aug-2020: plaintiff fact sheet received. Events- abdominal pain lower, device ineffective added. Reporter added. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.